Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise. The lead was reprogrammed and remains in use with lead revision scheduled. No patient complications have been reported as a result of this event.